Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to excessive debris produced likely from excessive side-loading and/or interference with another object.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that in 2023 a knee arthroscopy was performed and an arthrex shaver blade was used. The patient still suffered pain and during a second surgery in an unknown hospital parts of a shaver blade were removed out of the patient. No further information received.